Manufacturer narrative:
The insulin pump was received with intermittent esc, act and up button response due to flattened dome (creased). The keypad connector was inspected and no anomalies noted. The pump was received with operating currents within spec. The pump passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty fsr (gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. The pump was received with minor scratches on case, cracked reservoir tube lip, corroded battery tube and minor scratches on lcd window.

Event description:
The customer reported via phone call that they were hospitalized on april 4, 2018 due to high blood glucose and diabetic ketoacidosis. The customer experienced symptoms such as vomiting and trouble breathing. Blood glucose at the time of the admission was 500mg/dl. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer mention having troubles with insulin pump keypad. The insulin pump will be returned for analysis.